Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. The customer reported an elevated blood glucose (bg) level of 260 (mg/dl); however, the customer indicated their bg levels were elevated prior to this event. A correction bolus was delivered to address bg level. During troubleshooting with tandem technical support, the customer indicated the cartridge was changed without going through the proper cartridge change procedure. The customer was guided through the cartridge change process and resumed insulin delivery.